Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2021 in which one of the leads was repositioned and one lead was explanted to address the issue. Therapy was restored using the one repositioned lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04636. It was reported the patient's leads had migrated causing ineffective stimulation. The issue was confirmed by x-ray. Surgical intervention may take place at a later date to address the issue.